Event description:
In 2002, total knee replacement (tka). This healed well but their extensor mechanism was not working. Five weeks later, revision of tka due to failed extensor mechanism. Eleven days later, dehiscence of wound with evidence of deep space infection tracking down to the knee prosthesis necessitating removal of the total knee components.